Event description:
A malfunction alarm was reported, as the customer experienced persistent occlusion alarms despite using the pump as intended and changing multiple cartridges and infusion sets. There was no adverse impact to the customer¿s blood glucose level. The customer decided to revert to multiple daily injections (mdi) as a backup therapy, and a replacement pump was issued. The customer was instructed on how to put the pump into storage mode before returning it, and a pre-paid label was provided for the return within 10 days.